Event description:
The complainant reported that they encountered an automated impella controller (aic) placement signal issue. Placement signal was off screen upon start up of cp. Eventually placement signal unreliable alarm became present. Decision was made to switch to a new aic. New aic seemed to resolve issue. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This is a duplicate report. The issue has been captured in MFR# 1220648-2025-46427.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.